Event description:
The complainant alleged that during a routine shift check by a clinician, the device had paper jammed in the recorder and there was smoke coming out of the chassis. The complainant indicated that there was no pt involvement in the reported malfunction.